Event description:
The pt alleged a leak occurred at the connection of the drain line and blue pump tubing. There was no fluid in, on or near the cycler. Leak was found after treatment was completed. The pt's pd rn stated who stated the pt needed no medical intervention. Effluent remains clear. Sample is available.

Manufacturer narrative:
Only the blue pump tubing connected to a section of drain line was returned to the MFR for physical evaluation. A functional test was performed and no leaks were detected. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.